Event description:
The customer reported that erroneous cardiac troponin (accutni) and/or creatine kinase-mb isoenzyme (ck-mb) results were generated on the unicel dxc 600i synchron access clinical system for multiple patients across multiple days. This report represents the erroneous, elevated accutni results for an unknown number of patients generated from an unicel dxc 600i synchron access clinical system on (B)(6) 2012. The customer verbally communicated this issue, and no patient data was provided in connection with this event. The customer indicated that upon repeat, the patient's accutni results were lower and considered normal. The elevated accutni results were reported outside of the laboratory; however, there have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The patient samples were collected in sodium heparin plasma tubes and were centrifuged for ten minutes at four thousand revolutions per minute prior to testing. The samples were tested within one hour of sampling and were tested from the primary tube. The samples were normal in appearance. Beckman coulter inc. Assessment of customer supplied instrument/assay performance data indicated that quality control results were performing within established limits at the time of the event. System checks performed after the event were passing within instrument specifications. Additional patient assay results were not in question as part of this event.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) completed required repairs and replacements to the instrument incubator belt, wash pump, and dispense probes, however, the fse was unable to conclude that a specific part was the cause of this event. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2012-01680, 2122870-2012-01664, 2122870-2012-01665.